Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self test. No cracked display, missing segments, or partial display noted and the display can be read properly and no display anomaly noted during our testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated there is cracked in the display and hard to read. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.